Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation due to chronic pelvic pain, symptomatic rectocele, and grade ii cystocele. It was reported that the patient underwent mesh excision in 2008 due to mesh erosion and later in 2010 developed a wound dehiscence in pelvic floor and additional mesh was removed. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that after implantation of the mesh, the patient additionally experienced pain, infection, recurrence, bleeding, dyspareunia and urinary, bowel and neuromuscular problems. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced incontinence and adhesion.

Event description:
It was reported that following insertion the patient experienced incontinence and adhesion.

Manufacturer narrative:
Date sent to the FDA: 01/25/2017. (B)(4). It was reported that patient underwent excision of vaginal cervical junction non-staining areas of lugol¿s, paravaginal defect repair with graft, vaginal vault suspension, enterocele repair, small posterior repair and excision of scar tissue, and cystoscopy on (B)(6) 2009 by dr. (B)(6) due to vaginal vault prolapse, paravaginal defect, scar tissue, vaginal intraepithelial neoplasia (vain) 1, small rectocele and long history of mesh erosion at (B)(6). It was reported that patient underwent closure of vaginal cuff, debridement of incision and reclosure of perineoplasty on (B)(6) 2010 by dr. (B)(6) due to vaginal vault dehiscence and debridement of wound at (B)(6). It was reported that patient underwent repair of ventral incisional hernia and excisional scar revision of anterior abdominal scars on (B)(6) 2013 by dr. (B)(6) due to reducible ventral incisional hernia and hypertrophic scars of the anterior abdomen, 20cm in total length at (B)(6). It was reported that patient underwent excision of stitches, cauterization of scar tissue, and excision of vaginal lesion on (B)(6) 2010 by dr. (B)(6) due to long history of complications with mesh erosion, wound dehiscence, and vaginal lesion at (B)(6). It was reported that patient underwent laparoscopic sigmoid resection, rectopexy, abdominal enterocele repair, a posterior rectocele repair with acell, a vaginal rectocele repair, a splenic flexure takedown, and a diverting ileostomy site on (B)(6) 2010 by dr. (B)(6) due to pelvic descent, enterocele, rectocele, and prolapse at (B)(6). It was reported that patient underwent excision of the abdominal mass, excision of scar tissue and mesh and the right vagina, and repair of rectocele and perineoplasty on (B)(6) 2009 by dr. (B)(6) at (B)(6) hospital. It was reported that patient underwent injection of botox for refractory overactive bladder 100 units into the bladder and injection of 100 units of botox into the levator muscles for the severe vulvodynia, and partial vulvectomy, vestibulotomy by dr. (B)(6) due to long history of complication with mesh procedure, multiple attempts at removal, vulvodynia, chronic overactive bladder, chronic cystitis, and vulvar lesion at (B)(6). It was reported that patient underwent revision of vaginal cuff, paravaginal repair, placement of accell graft, injections of 4 units of coaptite and 500 mg of accell, and revision of suprapubic incision on (B)(6) 2013 by dr. (B)(6) due to long history of complications with mesh.

Event description:
It was reported that patient underwent excision of vaginal cervical junction non-staining areas of lugol¿s, paravaginal defect repair with graft, vaginal vault suspension, enterocele repair, small posterior repair and excision of scar tissue, and cystoscopy on (B)(6) 2009 by dr. (B)(6) due to vaginal vault prolapse, paravaginal defect, scar tissue, vaginal intraepithelial neoplasia (vain) 1, small rectocele and long history of mesh erosion at (B)(6). It was reported that patient underwent closure of vaginal cuff, debridement of incision and reclosure of perineoplasty on (B)(6) 2010 by dr. (B)(6) due to vaginal vault dehiscence and debridement of wound at (B)(6). It was reported that patient underwent repair of ventral incisional hernia and excisional scar revision of anterior abdominal scars on (B)(6) 2013 by dr. (B)(6) due to reducible ventral incisional hernia and hypertrophic scars of the anterior abdomen, 20cm in total length at (B)(6). It was reported that patient underwent excision of stitches, cauterization of scar tissue, and excision of vaginal lesion on (B)(6) 2010 by dr. (B)(6) due to long history of complications with mesh erosion, wound dehiscence, and vaginal lesion at (B)(6). It was reported that patient underwent laparoscopic sigmoid resection, rectopexy, abdominal enterocele repair, a posterior rectocele repair with acell, a vaginal rectocele repair, a splenic flexure takedown, and a diverting ileostomy site on (B)(6) 2010 by dr. (B)(6) due to pelvic descent, enterocele, rectocele, and prolapse at (B)(6). It was reported that patient underwent excision of the abdominal mass, excision of scar tissue and mesh and the right vagina, and repair of rectocele and perineoplasty on (B)(6) 2009 by dr. (B)(6) at (B)(6) hospital. It was reported that patient underwent injection of botox for refractory overactive bladder 100 units into the bladder and injection of 100 units of botox into the levator muscles for the severe vulvodynia, and partial vulvectomy, vestibulectomy by dr. (B)(6) due to long history of complication with mesh procedure, multiple attempts at removal, vulvodynia, chronic overactive bladder, chronic cystitis, and vulvar lesion at (B)(6). It was reported that patient underwent revision of vaginal cuff, paravaginal repair, placement of accell graft, injections of 4 units of coaptite and 500 mg of accell, and revision of suprapubic incision on (B)(6) 2013 by dr. (B)(6) due to long history of complications with mesh.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2004 and (B)(6) 2010 by dr. (B)(6) at (B)(6) hospital. It was reported that the patient underwent mesh removal on (B)(6) 2013 and (B)(6) 2015 by dr. (B)(6) at the (B)(6) medical center and (B)(6) hospital.

Manufacturer narrative:
Urinary frequency, vulvar cracking, polyuria. It was reported that following insertion the patient experienced vulvar cracking, urinary frequency, and polyuria.